Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: associated product information, part (lot): sagp0002(s65378357). D10: associated product information, part (lot): 01.04555.130(s3050817). 01.04555.500(s3062044). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a shoulder revision approximately 3 years post-implantation due to failure of the glenoid component with associated bone loss, osteolysis, and metallosis. Subsequently, metallosis was attributed to contact between the humeral head and the screw set on the glenoid component. Attempts have been made and no further information has been provided.